Event description:
After the procedure, a low grade infection was noticed. Swelling and effusion persisted for 6 weeks at the endobutton site. Patient also complained of pain. Surgeon treated the patient with operative irrigation and debridement without graft or implant removal. There are no complaints from the patient so far.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).